Manufacturer narrative:
Investigation summary: bd received 200 samples for investigation. Customer samples were tested and no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive. This event occurred 55600 times with lot; 1026428. This event occurred 19000 times with lot; 1069962. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube occurred fibrin clots issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1026428, medical device expiration date: 07/31/2022, device manufacture date: 01/26/2021. Medical device lot #: 1069962, medical device expiration date: 09/30/2022, device manufacture date: 03/10/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive. This event occurred 55600 times with lot; 1026428. This event occurred 19000 times with lot; 1069962. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube occurred fibrin clots issue.